Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.